Manufacturer narrative:
(B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stent removal procedure, they were unable to remove the stent because of many encrustations on the stent. A second procedure had to be scheduled, where they were able to free the stent percutaneously. The customer does not know the catalog number or lot number of the device. It is believed that the device is a cook medical universa firm ureteral stent. The exact date the stent was placed is unknown, but it was reported the indwelling time did not exceed 3 months. No additional patient consequences were reported.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. A review of complaint history for the complaint device lot number could not be performed without the lot number. The fact that stents are in the urinary tract predisposes the device to urine¿s elements. Prevention is the best course to prevent encrustation. This includes diluting urine by increasing fluid intake and closely monitoring and treating urinary tract infections. Ureteral stent encrustation is a known inherent risk of the device. The instructions for use (IFU) booklet cautions: individual variations of interaction between stents and the urinary system are unpredictable. Periodic evaluation via cystoscopic, radiographic, or ultrasonic means is suggested. The stent must be replaced if encrustation hampers drainage. The customer indicated they "wondered" if a product change had contributed to these events. A review of changes for the stent component in manufacturing and inspection procedures was performed. No changes occurred in a similar time period to the manufacturing date of the product for related (B)(4) -MFR. Report # 1820334-2018-03247. There were also no changes identified for the tubing raw material used to manufacture the stent. Inspection procedures are in place for the finished product. There is no evidence to suggest a manufacturing or material change contributed this event. Stent encrustation is documented in the IFU provided with the device. The patient anatomy and physiology is not known and could have contributed to this event. These devices are not intended to remain indwelling more than six months and it is not known how long this device was indwelling. The investigation conclusion is encrustation is a known inherent risk of this device. A quality engineer risk assessment concluded no risk reduction activities are required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
There has been no new information received since the last report was submitted.